Event description:
The patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. She reported blood glucose results of "158 mg/dl" with the lfs meter and "216 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Patient tests twice daily and was unable to provide her sliding scale regimen. Her physician referred her to a hospital, where she was admitted for 6 days. Although the hospital had doubts about the meter, no lab tests were ordered. Her insulin was changed. The customer care representative was unable to walk the patient through quality control testing due to his handicap. The patient neither alleged harm nor experienced injury. Based on the meter to lab comparison, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.